Event description:
It was reported that the device illuminated the service indicator and logged an event code that indicated a critical failure. The device may not be able to retrieve paddles ECG thru the therapy cable or paddles in order to provide therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and determined the cause for the malfunction to be an electrically leaky capacitor, c160.